Event description:
Per report received from australia, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the valve was implanted and the function of the valve was unremarkable. No resistance or anything different was felt during the procedure. However, after the procedure reviewing the deployment images, it was observed on fluoro that the outflow frame of the valve appears slightly "infolded." This caused an indent in the frame. It was not clear if the valve was incorrectly crimped or if the leaflet tolled up on itself causing the problem in the frame. There was no patient injury and the patient was noted as to be stable.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "frame damage" was confirmed based on the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "after the procedure reviewing the deployment images, it was observed on fluoro that the outflow frame of the valve appears slightly infolded. This caused an indent in the frame. It was not clear if the valve was incorrectly crimped or if the leaflet tolled up on itself causing the problem in the frame." As per event description, there was no resistance or anything different felt during the procedure. Furthermore, no abnormalities were reported while removing the valve from the jar. So, it was unlikely frame damage from the manufacturing or during the delivery insertion through the sheath or anatomy. Per provided imagery, the crimped valve appeared to have one strut slightly bent inward at the outflow, where near the two bent struts were found after the deployment, and did not observe any strut bent outwardly. From post-expanded valve, two bent struts were folded inward and sideways, so it was unlikely contributed by insertion push force. In this case, the bent struts could have occurred during the valve crimping. As stated in the training materials, when crimping the valve, "position thv frame struts parallel to the edge of the qualcrimp crimping accessory to prevent thv distortion when crimping", "place thv and qualcrimp crimping accessory in crimper ensuring thv is completely centered within crimper aperture", and "center balloon shaft coaxially with correctly oriented thv on the valve crimp section indicator of the delivery system and 2 -3 mm distal from the blue balloon shaft." If the valve is not positioned parallel to the edge of the qualcrimp during crimping, the valve is not crimped on the valve crimp section, or the delivery system is not centered coaxially within the valve during crimping, the valve may be crimped unevenly and/or the struts on the frame may be distorted/damaged as reported. As such, available information suggests that procedural factors (improper valve crimped) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.